Manufacturer narrative:
Other: load wheel casting.

Event description:
It was reported that two medics were loading the cot and the load wheel broke and the medics lowered the cot back down and had to call for an additional medic unit. The pt was not injured in the attempted load and weighed (B)(6). There was pt involvement; however, there were no reported adverse consequences.